Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they had low levels and were going to treat, but soon after their levels rose for unknown reason. The customer's blood glucose level at the time of incident was 125mg/dl. The customer's most current level was 240mg/dl. The customer states they treated with the pump and were treated at the hospital for the highs. The customer did not feel like troubleshooting at the time. The customer was advised to contact their healthcare provider regarding the highs. The customer was advised to monitor the device and call back for further troubleshoot.